Event description:
The pt presented at the emergency room with chest pain. Critical stenosis at the proximal segment of the right coronary artery (rca) was noted along with severe stenosis in the proximal segment of the left anterior descending coronary artery (lad). One endeavor rx 2.75 diameter x 30 length (ref MFR# 2953200-2010-01422) was implanted to the rca and one endeavor rx 2.75mm diameter x 14mm length was implanted to the lad. Aspirin and clopidogrel were administered daily after stent implantation. Six days post implant, sudden ventricular tachycardia followed by ventricular fibrillation developed along with chest pain and dyspnea occurred. Coronary angiography showed total occlusion of the previously implanted stents at both proximal lad and rca. Revascularization of both lesions was performed. Pt was then prescribed cilostazol along with aspirin and clopidogrel. Pt was discharged 2 months later due to renal failure and has not experienced any further ischemic events. Review of images: review of the images contained in the journal article confirm the occurrence of a total occlusion of the endeavor stents implanted in the rca and lad.

Manufacturer narrative:
(B)(4): eval results - (stent thrombosis/occlusion), (diabetes mellitus). Conclusion: (diabetes mellitus). Korean circ j 2010; 40:243-246: the korean society of cardiology; simultaneous multi-vessel subacute stent. Thromboses in zotarolimus-eluting stents.